Event description:
It was reported that bd alaris texium smartsite low sorbing extension set was leaking the following information was received by the initial reporter with the following verbatim verbatim: the tubing with ref #20350et bd low sorbing extension set 0.2 micron low protein binding filter is leaking at the point of connection. It is a trace amount, but it is leaking. We have been attaching the filter tubing to the end of the chemo tubing so it is attached closer to the patient, but I had a patient who had a small wet spot on his shirt during the infusion. I was able to get him cleaned up and wrapped the texium luer with gauze and tape to prevent any more chemo getting onto the patient and we were able to complete the infusion. It happened again today. I attached the filter tubing to the bottom of the secondary line to keep it away from the patient and when I went to check the lines, there was again a small amount of wetness at the connection site. I have attached a photo of the hook up today with an arrow showing where the leaking is happening. I again wrapped the texium luer with gauze and tape and was able to finish the infusion. There was no liquid noted on the floor or actively dripping, but the luer and tubing below it were wet.

Manufacturer narrative:
The customer reported leakage and returned one photo pointing to the texium component on a 20350et set. The photo verifies the location of the failure but does not show a leak and therefore the complaint cannot be verified. The physical sample is unavailable for investigation. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.